Event description:
Reported by the customer as: over infusing more than 10%. No pt injury.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: performance tests of the volumetric accuracy were completed using the standard acceptance tests of 3 different rates. All tests passed. Visual inspection of the device was completed. Found internal damage to the housing structure. This damage is due to the device being abused or dropped. Conclusions: over infusion could not be duplicated or confirmed, but found that the pump had been dropped as there was internal damage to the front and rear housings/cases.